Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath perforation could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2018-00215. The transseptal needle was difficult to advance from the femoral vein towards the septum due to a vessel anomaly and the needle punctured through the sheath during advancement. The procedure was successful with no adverse consequences to the patient.